Manufacturer narrative:
(B)(4). The customer reported that the defib stopped working during a pt event. There was no report of any negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defib stopped working during a pt event. There was no report of any negative pt impact.